Manufacturer narrative:
Findings: pump not received in stuck manufacturing mode unable to perform the displacement test and occlusion test due to missing retainer. Unit received with missing reservoir tube o-ring, minor scratched display window and scratched case.

Event description:
It was reported that the insulin pump's reservoir connection ring was broken and/or missing. Customer's blood glucose was unknown at the time of the incident. Customer was advised the insulin pump will be replaced. The customer will return the product for analysis.